Event description:
I use a tandem pump. The clip holding the pump to my waist band is "flimsy" hence it unhooks when bending over. Making the pump fall and rips the infusion set off of my body. This is how I receive my insulin. It happens frequently. I have complained to tandem on numerous occasions with no attempt to fix this issue nor do I get any response. The 1st time I was 4 hours away from home. By the time I got home my blood sugars were extremely high I now carry an infusion set with me at all times. I should not have to worry about this dangerous issue. I have attempted to remedy this problem with no success. You will notice on the picture.